Event description:
Reporting a potential safety concern that will be coming with an epic upgrade (21.07). This upgrade will allow facilities to turn on a feature that will allow rns to scan multiple medications or components at once and then address warnings at the end (versus current workflow of addressing alerts as they populate). After having conversations throughout my organization, we were wondering why epic would allow for feature? This new process can promote unsafe practices and contribute to alert fatigue. While the pharmacy team feels like this is a potential safety concern, we were wondering if ismp has an opinion on this?; (B)(6). Submission ID: (B)(4).